Event description:
A physician suspected that a patient's generator was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available from the date of implant through a recent visit nearly 2 years after implant. The 25% battery remaining indicator was first observed 1 month prior to the recent clinic visit; however, only 21% of the battery capacity had been consumed. The 25% battery remaining indicator was observed at the recent clinic visit although only 22% of the battery capacity had been consumed. These discrepancies are an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. There was no evidence that an electrocautery tool came into contact with the device at implant. It appeared likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery and the explanted generator was sent back for product analysis. The generator underwent product analysis and an intensified follow up indicator (ifi) condition was confirmed. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical test where the results showed that the pcba failed several electrical tests, specifically related to supply current. After the trimmed edge of the pcba was cleaned, an electrical test was performed in which the pcba performed according to functional specifications. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of the premature battery depletion and ifi= yes condition. No other relevant information has been received to date.